Event description:
It was reported that the patient underwent a revision procedure due to atrophy with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Additional information was reported that the explanted cuff was a 3.5cm size cuff, the physician believes he should have used a different location, and the patient is doing well following the procedure.